Manufacturer narrative:
Medwatch sent to FDA on 02/04/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of strong edema and "problem of odd collection" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of strong edema and "problem of odd collection" as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. ¿ indurations or nodules at the injection area."

Event description:
Healthcare professional reported patient was injected 2 years ago to the medial 1/3 with unspecified juvéderm® voluma¿. Patient has developed "strong edema as well as a problem of odd collection." Patient "has been operated in-between at its lower eyelids." Patient was prescribed ab therapy. Symptoms are ongoing.